Manufacturer narrative:
(B)(4). (B)(4). The customer reported that the device was discarded. A follow-up will be submitted with all relevant info. The xact stent (part 82092-01, lot 91000951), is being filed under a separate MFR #.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: during the procedure. It was reported that during post dilatation of the xact stent in the left internal carotid artery using a viatrac balloon at 8 atmospheres for six seconds, the pt experienced a left hemispheric transient ischemic attack with increased slurred speech and mental status change that resolved with heparin, a non-abbott device to aspirate debris, and nitroglycerin. The pt's symptoms later returned with confusion, combativeness, and right sided weakness. The pt was presumed to have developed a cerebrovascular accident although a CT scan of the brain did not show any acute findings. The pt has a history of hypotension; however, dopamine was started after the nav6 filter was removed from the pt at the end of the procedure. The pt continued on dopamine until discharged home 13 days after the carotid procedure with physical therapy. The pt's neurological status had returned to baseline at the time of discharge. Though requested, no additional info was provided.